Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the catheter was replaced to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter was alleged to have a generator overcurrent error, and catheter array inversion. After removing leads 5-9 of the catheter from the adjustable catheter sheath for further manipulation, an error message was received indicating that there was an electrical current error, which persisted even after plugging and unplugging the connecting wire. The the machine was unable to discharge. The procedure was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data (media) files and the pscc100 catheter with lot number 0013100405 were returned and analyzed. The media files returned from the field were reviewed. Image 1 showed some sign of inverted array with wrinkles between electrode 4 and 5. Image 2 showed some sign of inverted array with wrinkles between electrode 4 and 5. Image 3 showed some sign of inverted array with wrinkles between electrode 4 and 5. Image 3 showed error message #2000 (indicating that there was an electrical current error). No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, the spiral array pebax tube was observed to be kinked. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other ano malies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported error was confirmed through analysis. The inverted array was not confirmed. The catheter failed return inspection due to the spiral array pebax tube was kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.